Event description:
It was alleged while transporting a patient the stretcher unexpectedly lowered several inches rapidly when the button was pressed. No injuries were reported but it was alleged the patient was startled by the sudden movement.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer. A visual and functional evaluation was conducted and the reported issue was able to be duplicated. Root cause was attributed to a valve failure within the actuator. The actuator was replaced and the stretcher was returned to the customer.

Event description:
It was alleged while transporting a patient the stretcher unexpectedly lowered several inches rapidly when the button was pressed. No injuries were reported but it was alleged the patient was startled by the sudden movement.